Manufacturer narrative:
The complaint device was not returned; therefore, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/5/2023, it was reported by a sales representative via email that while using a swivelock from an eclipse speedscap implant system, it broke. An ar-2326bcc biocomposite swivelock was opened and while passing the suture through the eyelet, it snapped off. Another ar-2326bcc biocomposite swivelock was opened, and the same thing happened, the eyelet snapped off while passing the suture through it. This was discovered during an tsa procedure on (B)(6) 2023. Neither anchor was implanted, as this was all outside of the patient, prior to implantation. Case was completed using a 4.75 mm swivelock. Additional information received on 1/5/2023: the swivelock from the eclipse speedscap implant system, part number ar-9400-sbk, had the eyelet break off inside the patient during insertion. All fragments were retrieved. The case was completed using ar-2324bcc biocomposite swivelocks.